Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and the cause was not known. The infusion set site was changed twice. Multiple boluses and insulin from an insulin pen were used to address the bg level. A pump system check was performed and no device issues were identified. The customer declined to remove the current infusion set site for inspection. Tandem technical support advised the customer to discuss the event with a healthcare provider.